Manufacturer narrative:
Based on the information provided the details of the post-operative complication cannot be determined. The surgeon was unwilling to provide further details have been received as of the date of this report regarding the post-operative complication. A follow-up MDR will be submitted if any additional information is received. A review of the site's system logs for the reported procedure date has been conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video recordings available for review. This complaint is considered a reportable event due to the following conclusion: after completion of a da vinci-assisted duodenal switch procedure, the patient had to bring the patient back in for an unspecified post-operative complication. Although the surgeon indicated that the post-operative complication was unrelated to the da vinci procedure or the da vinci products, the cause of the post-operative complication is unknown. It is also unknown what medical/surgical intervention was rendered due to the post-operative complication.

Event description:
It was reported that after completion of a da vinci-assisted duodenal switch procedure, the patient had to be brought back in due to an unspecified and suspected post-operative complication. Intuitive surgical, inc. (Isi) contacted the surgeon to obtain additional information regarding the reported event: the surgeon stated he was unwilling to discuss anything about the patient's post-operative complication as the complication was unrelated to the da vinci procedure or the da vinci products. He was unwilling to provide details of the complication(s) either. However, he stated that the patient recovered well with no issues.